Event description:
It was reported that the patient underwent an explant of their superion indirect decompression system as the spacer was broken. During the explant procedure, the physician was planning to replace the broken spacer, however the patients lumbar 4 spinous process broke when he was sizing for the replacement implant. The patient has fully recovered.

Event description:
It was reported that the patient underwent an explant of their superion indirect decompression system as the spacer was broken. During the explant procedure, the physician was planning to replace the broken spacer, however the patients lumbar 4 spinous process broke when he was sizing for the replacement implant. The patient has fully recovered.

Manufacturer narrative:
Correction to field h6: impact codes.